Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unknown issue. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.